Event description:
During a follow-up, post-paced t-wave oversensing were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.